Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had trouble aspirating fluids. Inspection and testing of the returned device found foreign materials clogging the nozzle of the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the angulation wires were out of specification, the insulation resistance of the distal end was out of specification, the electrical contacts of the plug were damaged, the adhesive on the lens was cloudy, the camera cover was damaged, and the adhesive on the protective coating of the bending portion of the device was separated and deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.